Event description:
It was reported that the keypad button presses did not activate desired pump functions. The ok and up/down arrow keypad buttons sticking when pressed. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appears to be intact with no lifting or peeling observed, the up/down keypad buttons intermittently responded to user inputs during testing, the ok/contrast keypad buttons required excessive force to activate during testing, it was observed that the up/down/contrast key contacts were misaligned, the contrast key contact was also inverted, the up/down/ok key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all key contacts.